Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo review: provided photo shows an implanted iol on a screen. There is a dark mark on the periphery of the optic of the lens (@ 4 o¿clock). The exact location of the mark (anterior or posterior surface of the optic) cannot be confirmed from the returned photo. Based on our observation of the attached photo, there appears to be a dark mark on the periphery of the optic. The origin of the observed mark cannot be confirmed based on the returned photo alone and without evaluating the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the iol had a dark mark on the lens. It was left in the patient eye as the surgeon decided it was not going to affect vision. Additional information was requested.